Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor ins was implanted for bladder symptoms but helped with bowel symptoms. It was reported that the ins was turned off recently for surgery and when patient turned the ins back on they noticed that the therapy was not helping with symptoms relief. Patient confirmed that the surgery was related to the device because after the ins was implanted, patient experienced back pain and arthritis pain. Patient reported they had to have the catheter removed because they were unable to go to the bathroom. Patient also reported that she was unable to pee because the ins was not on. Patient was set on program 2 and confirmed they were able to feel stimulation . No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.